Event description:
The customer contacted stryker to report that their device did not deliver enough energy during a case. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer informed stryker they evaluated the device and were unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined. H3 other text: device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device did not deliver enough energy during a case. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.